Event description:
(B)(4). Recurring bacterial vaginitis after procedure was done. Very heavy and painful menstrual cycles. Continuous abdominal pain, body aches,fatigue, insomnia, dental issues, headaches, metallic taste in mouth, painful intercourse, etc.